Event description:
It was reported to the manufacturer by the end user, per the end user, "hemodialysis patient completed dialysis treatment at approximately 11:20a.m. Patient's personal sling pad had remained under patient through out dialysis treatment in the dialysis recliner chair. Hoyer lift device was utilized to transfer patient from dialysis chair to patient's personal wheelchair. During lift transfer for patient to personal wheelchair, patient slipped out of the sling pad and fell to the floor, hitting her head. Patient had a laceration to right eyebrow and was bleeding. Patient was slow to respond so 911 was called. Patient was transferred to the hospital and admitted. Patient expired (B)(6) 2017." Upon speaking to the facility, they stated that" the sling that was used was patient owned and they did not have any information about the sling". It was also determined that the patient fell out of the side of the sling, between the straps. The patient's family returned to the facility after the incident to pick-up the sling. Complaint#(B)(4) and ra#(B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.